Event description:
The hcp reported the patient was receiving no improvement in pain relief with dose increases. The pump was programmed to deliver fentanyl (2000.0 ug/ml) at 310.0 ug/day. At refill visit, the actual reservoir volume obtained was 17.8 cc; the expected volume was 2.9 cc. The pump was evaluated under fluoroscopy (date not reported) and a rotor stall was found. The pump was not alarming. The pump was explanted/replaced. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.